Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was >8/5.9. The pt's coumadin was held for three days. The device was replaced and requested to be returned for evaluation.